Manufacturer narrative:
(B)(4). The incident generator was received and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification. Three footpedals and one adapter were also received and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that all devices function normally and within specification.

Event description:
The customer reported that the covidien forcetriad generator activated without the footpedal being pressed.